Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported the port was impacted by a vehicle seatbelt, therefore, the healthcare provider performed an ultrasound and x-rays of the chest and discovered possible embolism or fluid around the port. It was further alleged a recent port access attempt determined the port was allegedly unable to aspirate and the patient experienced significant pain around the port. Reportedly, the patient has also been experiencing shortness of breath, however, no treatment has been provided.